Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump was set to the proper time and date and monitored and no unexpected time change was noted during testing. No unexpected bolus could be confirmed in the carelink report due to erased history file. An error alarm was noted in the alarm history due to erased history files. Multiple boluses were programmed and delivered and no unexpected bolus was noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer blood glucose was 135 mg/dl. Then, the customer was asleep. In the morning the customer was feeling very ill and their blood glucose was 647 mg/dl. The customer checked the bolus memory which showed a bolus of 29.08, but the customer had not delivered that bolus. The customer was hospitalized and was treated with insulin perfusor. The customer observed that the time and the date of the insulin pump were changing several times per day. The alarm history showed an error alarm and several no delivery alarms. The device passed the self test. At the time of the call the customer's blood glucose was 107 mg/dl. Nothing further was reported.